Event description:
On 16th june 2025, it was reported by an arthrex employee via email that for an ar-3670, fibertak® biceps implant system, the drill bit welded to the drill guide and was unable to be removed. They tried to use a kocker to hold the drill bit but it did not work. They also tried to use a mallet to back it out but it did not work. This was detected during use in a laterjet procedure on (B)(6) 2025. The procedure was completed successfully as another drill guide was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the drill stuck in the guide drill. It was observed that the distal end of the drill was bent. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to misalignment, insertion, and/or excessive force used during prying/leveraging the device during used.